Event description:
Additional information from the rep indicated that 97715 is still implanted in the patient. (B)(6) (x2) have been cut at the thoracic lead pocket. The spine portion was removed while the tunneled portion that connects to the battery remains implanted. The cut portion of leads were discarded by physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# va300rl010 implanted: on (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 ; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a serratia marcescens infection at the lead site. Patient had redness, swelling, fluid discharge, and pus discharge. Issue is ongoing. Patient is hospitalized. They are doing an antibiotic washout and wound vac. Starting IV antibiotics. Wound has opened up and leads and anchors can be seen. Rep called in to report the patient had surgery to irrigate the wound with antibiotics and is currently in the hospital on IV antibiotic with a wound vac. Caller stated patient went back for surgery and wound was washing again. Today, hcp decided they didn't want to risk infection going to spine and scheduled the patient for surgery later today to remove leads. Caller inquired about recommendation of clipping leads rather than hcp opening pocket site and removing leads from ins completely. Reviewed we recommend removing components in their entirety but it is up to hcp's medical discretion and that if lead tails are left in ins, this would likely preserve ins integrity for later use. Reviewed head-only MRI eli gibility for abandoned components.